Event description:
This rv lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2011 due to sensing issue, possible microperforation and could not re-extend the helix. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).